Event description:
The user facility reported the patient was being prepped for an impella cp implant and during the setup, the device was not recognized. It kept asking for grey-to grey connection like with the old cp. It was a cp smart assist. It eventually then seem to rectify itself so the staff continued with set up. The investigating engineer found the issue could be due to the automated impella controller (aic).

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation has been completed. Data analysis: review of the imc data logs confirms the complaint of ¿device was not recognised on set up for ages, it kept asking for grey-to grey connection like with the old cp.¿ there are entries suggesting that the impellatronic pcba was reset twice before the pump was eventually detected. These resets are characteristic of a software solution that was put in place to mitigate a pump detection issue that is secondary to a quartz crystal on the impellatronic pcba either failing to start, or to properly sustain oscillation. Device analysis: the console was not returned for analysis despite being requested. Root cause: the cause of the issue was not determined since product was not returned. D10 concomitant medical products and therapy dates updated.